Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's niece reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 580mg/dl. The customer states they were treated at the hospital. The customer states they were taken off the pump and the pump was lost. The customer was assisted with pump replacement.